Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was overheating. The reported indicated that the pump was beeping and had powered down. It also melted the case and left a small red mark on son¿s abdomen that went away in a few of hours. Energizer lithium batteries were in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission: 30-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: a battery was not returned with the pump for investigation. On investigation, electrical current draws were found to be within specifications. The black box data confirmed that voltages were steady without any sudden drop prior to the alleged temperature event on (B)(6) 2017. The pump was exercised for 24 hours without any overheating occurring. Investigation did not duplicate the complaint.